Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device was not working, caller was not sure if that meant the patient programmer (pp) or ins. Patient was seen on (B)(6) 2018 and had not been using stimulation for some time, it was reviewed that the patient could start using the ins again. Caller stated the patient mentioned the remote, but didn't have specific details of what the patient meant. Patient was not at clinic at the time of the call. It was recommended the clinic page a manufacturer representative to interrogate the ins with a clinician programmer. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported the device was working and the cause of it not working was that it just needed reprogramming.